Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose and blood glucose. The customer also reported a blood at sensor insertion site. The event involved product mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 218 mg/dl and the sensor glucose value was 400 mg/dl and the difference was greater than 30%. The difference in value between sensor glucose and blood glucose was 182 mg/dl was not within range. Troubleshooting was performed for the site issue and blood was visible on the sensor connector. Advised customer to insert sensor in a different location and monitor site. No further patient complications were reported. No product return was required for mmt-7040a.